Event description:
An (B)(6) male pt's nurse contacted zoll customer support to report that the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the monitor would not power on. The cause of the inability to power on was corrosion on the j2005 connector of the auxiliary board. The corroded connection shorted the power supplies and prevented the monitor from powering on. The root cause for the corroded connector was unable to be positively determined. No adverse event resulted form the corroded connector. The pt received a replacement monitor.